Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# (B)(4), product type: lead; product ID 355531, serial# unknown, product type: screening device; product ID neu_stylet_acc, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The manufacturing representative (rep) reported that the patient was not feeling stimulation intra-op during a trial. The external neurostimulator (ens), multi lead trialing cable (mltc), and cable were replaced but the patient did not feel stimulation. The lead was replaced and the patient was then able to feel stimulation. The issue was resolved by replacing the trial lead. The rep saw a bend at the bottom of the lead. The lead was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis found no anomaly with the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.